Event description:
It was reported that the lead was attempted to be placed in the right atrium (ra) but was not used due to noise. The electrocardiogram was noisy for the lead no matter where the placement was in the ra. Troubleshooting attempts were made to determine the cause of the noise; cables were changed out but the noise was consistent on the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.